Event description:
A customer contacted beckman coulter inc. (Bec) regarding a clenz leak coming from the right side of the coulter lh 500 hematology analyzer. The customer could not locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and eye protection at the time of the event. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that the source of the leak was damaged tubing that passes through the pressure valve. The tubing was replaced and repairs were verified per established procedures. Fse confirmed that only clenz passes through that tubing and also indicated that the leak was only a few milliliters. The root cause for this event was the damaged tubing. (B)(4).